Manufacturer narrative:
(H3) the investigation into the reported "introducer damage - mechanical" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the introducer damage issue was not determined since product was not returned and with insufficient clinical information.

Event description:
The complainant reported that a 13fr peel away cracked upon insertion of dilator during prep. The sheath was discarded and replaced with a 14fr x 13 cm cp sheath. There was no harm to the patient as a result of this incident.